Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that while lens was being advanced in injector, a large amount of smoke came from the middle of the injector. The procedure completed the same day. Additional information has been requested, yet no new information received.